Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary patient were crossing over in the pyxis but when the user try to pull medications, they are not showing up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing up. A technical support specialist investigated the site down query and found over 600 messages pending processing. All communication and messaging services were restarted, and the message queue was successfully drained via sql server management studio (ssms). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary patient were crossing over in the pyxis but when the user try to pull medications, they are not showing up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.